Event description:
A customer reported that an antibody screen in 2006 was negative with 0.8% selectogen lot 8s727; however, post transfusion anti-fya was identified. Antibody screens were performed on original date and a week later with lot 8s727. No reactivity was observed. Between 08/10/20 and 08/13/06, the pt was transfused with 7 unit of packed red blood cells. On approx two and a half months later, during post-transfusion testing of pt's sample with 8s739, a positive antibody screen was observed and anti-fya was identified. Pt was dat positive, eluate testing was performed and anti-fya was eluted. This report corresponds to ortho-clinical diagnostics, inc.